Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Insulin pump error 53 found in the pump history line number = (B)(4) and file number = (B)(4). Problem isolated to electronic assemblies as per global logic analysis (esf# (B)(4)). Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.